Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) lot hx9181 leaked.. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Patient specifics are unknown. It is unknown if the reporter is a health professional. Product has not been returned to 3m for analysis. 3m is unable to verify the leak and root cause without the sample. 3m will continue to monitor.